Manufacturer narrative:
B3- date of event is estimated.

Event description:
It was reported patient was experiencing discomfort from battery moving and also causing therapy being ineffective due to migration and flipping multiple times in pocket. As such surgical intervention took place where the ipg was replaced, and issue was resolved following the procedure. Therapy was restored.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.